Event description:
On 09/05/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user experienced a severe hypoglycemic event following a meal announcement for dinner. After taking two glucose tablets, the user lost consciousness, prompting their husband to call ems. Ems arrived, administered dextrose, and transported the user to the emergency room, where they were admitted for three days and released on (B)(6) 2024. The user's lowest recorded blood glucose level during this event was 21 mg/dl. Although the user was unsure how long their blood glucose levels remained below 70 mg/dl due to loss of consciousness, they confirmed that the ilet system provided alerts for low blood sugar. The user received professional medical intervention and treatment with dextrose and insulin during their hospital stay. Following this incident, the user decided to discontinue the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date following a usual for me dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meal, resulting in excessive insulin delivery relative to their needs.